Event description:
It was reported to olympus that during an unspecified procedure, they observed tissue left inside the scope of their evis exera iii colonovideoscope. There was no reported death, harm, or injuries reported related to this event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center was unable to confirm the foreign material inside the scope. It was also noted the control knob was loose, the distal sheath was discolored, and the forceps passage was observed with scrape marks. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The results of inspection did not confirm any irregularity or adherence of tissue inside the biopsy channel, nor scratches which might have caused sticking of tissue or pinholes. Therefore, the cause of the suggested event was presumed to be as follows: there were differences between brushing methods performed by the user facility and brushing methods recommended by the instructions for use (IFU). Training regarding device handling as per IFU and regarding routine reprocessing methods was insufficient. The detected piece was not a tissue but possibly was a part of broken biopsy valve. Or a tissue adhered to the biopsy valve due to reprocessing of the biopsy valve was insufficient, and the tissue possibly dropped into the biopsy channel. Although nonconformity of the subject device was confirmed as per device inspection result, no nonconformity which resulted in the suggested event was definitively confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: there was no issue during the procedure in which the device was used. The procedure was a diagnostic colonoscopy. The procedure was completed by switched the scope with another. There have been no injuries reported since the event occurred.